Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with strata¿. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately, 6 years post initial procedure, (the exact date was not provided). A computed tomography angiogram identified a type 3a endoleak with separation between the suprarenal stent graft extension and bifurcated stent graft and an expanding aneurysm. A secondary procedure was completed. The physician elected to reline the original implanted devices with a bifurcated stent graft and two (2 ) suprarenal stent graft extensions to treat the reported event.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and / or imaging. Several attempts were made to obtain medical records and medical images but was denied as patient authorization is needed. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx with strata¿. Corrections: h6: method remove code 3233. H6: conclusion remove code 11.